Event description:
It was reported that the device shut down and booted back up again while they were using it on a patient. There was no patient harm or delay in surgery due to the incident. Therefore, there was loss of image.

Manufacturer narrative:
Alleged failure: it shut down and booted back up again while they were using it on a patient. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: the ccu conforms to specifications. Probable root cause could be the hub, the cables, connections, or other equipment used along with the ccu. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device shut down and booted back up again while they were using it on a patient. There was no patient harm or delay in surgery due to the incident. Therefore, there was loss of image.